Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the product lot code. The investigation could not draw any conclusions about the reported event. Provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address patella clunk. The patella was previously not resurfaced. Upon entering the joint, it was discovered that the tibial tray was slightly, but not grossly, loose. The surgeon indicated that the pt's previous surgery was a salvage procedure, and the next step would be an above-knee amputation. He elected to resurface the patella and use a thicker hinge insert. He did not remove the tibial tray.